Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing showing post-paced t-wave oversensing. The device was reprogrammed. The patient was asymptomatic throughout and will continue to be monitored.